Event description:
Additional information received reported that the healthcare professional (hcp) saw the patient and adjusted their settings. The patient was put on urinary tract infection (uti) medications and was informed that the device would not work while they were having utis. The patient was to get a scan, but the results were unknown at the time of the update.

Event description:
It was reported that patient experienced loss of therapeutic effect or change of therapy. The patient indicated that they went to their health care provider (hcp) in (B)(6) 2015 but they were going on probably a couple of months before that. The patient stated that hcp office was scheduling an x-ray to see if her lead has moved. The patient also reported urinary tract infection and urgencies. The patient stated that when it started she thought it was uti because she normally gets them all the time and takes medication every night to prevent them. The patient has been going in to hcp once a month and working with the nurse doing programming changes. The patient was at the hcp's office on thursday (B)(6) 2015 and was changed to level 5 (out of 7 levels). No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01khu, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).